Manufacturer narrative:
On september 20, 2022, mentor received additional information indicating that the patient's implants have continue deflating and are beginning to sink in around their areolas. In addition, the patient also reported having an auto-immune deficiency, which they mentioned their doctor's have eluded to be associated with the implants. H6 health effect - clinical code e2401: generalized illness.

Manufacturer narrative:
On 11-oct-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral breast mass. The patient stated that her three mammogram results and one ultrasound result indicated that there were several spots bilaterally. As a result, the patient was recommended for two biopsies on her right breast. On 25-oct-2021, mentor received additional information regarding the patient¿s symptoms. The patient stated that she was scheduled to have two breast biopsies (side not specified). On 2-nov-2021, mentor received additional information regarding the patient¿s symptoms. The patient stated that she had three biopsies on her right breast. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor saline breast implants and experienced bilateral deflation postoperatively. The patient states that her both breast implants appear to be deflating and sagging. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date was estimated as (B)(6) 1997 based on available information. This report is for the left-sided prosthesis.